Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 10 ml bd posiflush¿ sp pre-filled flush syringes nacl 0.9% experienced difficult plunger movement. The following information was provided by the initial reporter: material no: 306575 batch no: 0337041. Date of incident (yyyy-mm-dd):(B)(6) 2021. Type of incident/problem: malfunction - during or after use. Level of harm: no apparent harm - reached patient/person, inconvenient. Staff have found numerous bd posiflush sp 10ml syringes (0.9% nacl) with resistance when advancing or withdrawing plunger. In hemodialysis, this makes it very difficult to assess an access (cvc and/or av fistula). We need to determine patency of our access, determined by flushing and aspirating with the above syringe. If the plunger malfunctions we may assume our access/needle is at fault. Who was affected? -patient. Unexpected or prolonged care? -no. Frequency of problem: recurring. Number of devices: 4.

Event description:
It was reported that 4 10 ml bd posiflush¿ sp pre-filled flush syringes nacl 0.9% experienced difficult plunger movement. The following information was provided by the initial reporter: material no: 306575, batch no: 0337041. Date of incident (yyyy-mm-dd): (B)(6) 2021. Type of incident/problem: malfunction - during or after use. Level of harm: no apparent harm - reached patient/person, inconvenient. Staff have found numerous bd posiflush sp 10ml syringes (0.9% nacl) with resistance when advancing or withdrawing plunger. In hemodialysis, this makes it very difficult to assess an access (cvc and/or av fistula). We need to determine patency of our access, determined by flushing and aspirating with the above syringe. If the plunger malfunctions we may assume our access/needle is at fault. Who was affected? -patient. Unexpected or prolonged care? -no. Frequency of problem: recurring. Number of devices: 4.

Manufacturer narrative:
The following fields were updated due to additional information:d.10. Device available for eval?: yes.d.10. Returned to manufacturer on: 4/14/2021.h.6. Investigation: it was reported there was resistance when advancing or withdrawing the plunger. To aid in the investigation, three samples with no packaging flow wrap were received for evaluation by our quality team. The rubber stoppers are at 3.5ml, 4ml and 7ml. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force and all results were within specification. It could be possible the customer had products on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306575, lot number 0337041. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. H3 other text : see h.10.